Manufacturer narrative:
Corrections to the initial report: full UDI has been populated to field d4. Primary UDI number. G1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there was a white check valve that came out of the vizigo¿ sheath and onto the table when the octaray was removed. Blood started flowing back out through the sheath. The vizigo sheath was replaced, and the procedure continued. No adverse patient consequence was reported. Additional information was received. It was reported that it was the hemostatic valve section of the sheath where the issue was observed. The hemostatic valve dislodged inside and outside the hub. The sheath was being used on the patient. Blood return was observed. About 7ml of blood was lost. A baylis radiofrequency (rf) needle was used. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that the hemostatic valve of the device was not found. However, according to the picture provided by the customer, the presence of the hemostatic valve was confirmed but it was dislodged during the usage of the device. Device history record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The hemostatic valve separation issue reported by the customer was confirmed. The potential cause of this type of failure could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The sheath instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there was a white check valve that came out of the vizigo¿ sheath and onto the table when the octaray was removed. Blood started flowing back out through the sheath. The vizigo sheath was replaced, and the procedure continued. No adverse patient consequence was reported. Additional information was received. It was reported that it was the hemostatic valve section of the sheath where the issue was observed. The hemostatic valve dislodged inside and outside the hub. The sheath was being used on the patient. Blood return was observed. About 7ml of blood was lost. A baylis radiofrequency (rf) needle was used.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).